Event description:
A pt was seen by a physician recently who advised him that a rectangular patch on his back looked like a radiation burn. The pt had an ablation done at the same facility approximately 10 months prior using bwi equipment. No burn or incident was reported at that time. Pt did not report anything during or after the time of procedure was done.

Manufacturer narrative:
Our company rep did not become aware of the incident until 2008. No actual date of the procedure was given. No further action needed. Case was called in for documentation purpose.